Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed and outcome insulin pump replacement. No harm requiring medical intervention was reported. The customer had discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: broken left belt clip rail, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing 2 weld spots. In summary, the customer¿s report of a cracked belt clip rail was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.